Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the radial artery. An 80% stenosed, uncalcified, eccentric, 25mm in length, 2.75 mm in diameter, de novo target lesion was found in the mildly tortuous left anterior descending artery. A 20 x 2.0mm maverick2 balloon catheter was selected and advanced to predilate the target lesion. At unknown number of inflations, the balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device and 2 unspecified stents were deployed in the distal and proximal lad. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the balloon was inflated once and the "head" of the balloon ruptured.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the returned device confirmed no damage to the catheter. No kinks or damage were noted along the shaft of the device. A microscopic examination of the tip and balloon found no issues. The returned device was connected to an encore inflation unit. Positive pressure was applied. No leak was noted. The inflation device was subsequently verified before and after use with a calibrated pressure gauge (# (B)(4)). The balloon was inflated to its rated burst pressure. The balloon inflated and deflated successfully. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).